Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having difficulties with the insulin pump and getting no delivery alarms. The blood glucose reading at the end of the call was 491mg/dl. The customer mentioned being hospitalized due to low blood glucose about three weeks ago. The caller stated that it was not due to the device, and she was not eating, then her blood glucose was high and over treated. The customer was attempting to lower her high glucose level. The caller stated that this becomes an ongoing hourly issue where she has to test and to take shots to make up for the insulin pump that is not working. The customer did not feel comfortable and requested a replacement. No further information was provided.